Event description:
Cardiac leads were removed to be replaced from patient in nicu. The left lead was noticed to have produced an amount of drainage on the lead. There was also some drainage on the skin noted.the area was cleaned, and the skin was red in an area of 1 cm x 2 cm. The physician was notified.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.